Event description:
As reported by the field clinical specialist (fcs), the patient underwent a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26 mm sapien 3 valve in a pre-existing non-edwards conduit. Immediately post implant, the valve was confirmed to have good function and the gradients were 15-17 mmhg. Per report, the gradients increased to 33-36 mmhg, and a mild paravalvular leak (pvl) somewhere between 1 and 3 years post tavr procedure (year 2024-2026). At approximately 3 years post implant, the transvalvular gradients continued increase and the patient experienced a clinical deterioration, consisting of reduced exercise tolerance and dyspnea on moderate exertion. An echocardiography performed 1 month later revealed severe aortic stenosis, calcification, 59-60 mmhg mean gradients and mild pvl. Consequently, a redo transcatheter aortic valve implantation (valve-in-valve) was being evaluated due to high surgical risk for recurrent severe stenosis of previous valve and due to the patient's symptoms, including left ventricular hypertrophy and functional impairment. The valve-in-valve intervention is pending as a decision on which valve to use had not yet been made.

Manufacturer narrative:
The investigation is ongoing.